Event description:
The facility reported an infusion pump with a failure code 12. The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. It was not known whether the reported event occurred during biomed tesitng or during a patient infusion. Addition contacted information was requested but none was provided.